Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code related to the touchscreen was observed. The device's display was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code related to the touchscreen was observed. The device's display was replaced to address the issue. The display was evaluated by the manufacturer's product investigation laboratory (pil) and found the display functioned as designed and operated without issue or error codes.